Event description:
It was reported that during a cryoablation procedure, when the catheter was inserted into the sheath, air was continuously aspirated from the sheath. The sheath was replaced with resolve and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking and torn. In conclusion, the reported issue of air aspiration was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.